Manufacturer narrative:
(B)(4). Batch #n93h4d. The device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to the start of an unknown procedure, it was noticed the tyvek was torn in the upper corner of the sterile package. A second like device was used to complete the procedure. There were no patient consequences reported.